Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
It was reported that a crack was found on the minicap. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter. As a result, the assignable cause of the reported issue could not be determined. The lot number is unknown; therefore a batch review cannot be performed.